Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician gained transseptal access, the transseptal sheath was removed and then the watchman access system (was) was inserted and advanced into the left atrium. The physician then lost the transseptal access with the sheath. After losing access, fluid was noted to be in the pericardial space. The patients blood pressure dropped and a pericardiocentesis was performed to treat the pericardial effusion. Fluid was drained from the patient and the drain was kept in place. The patients blood pressure then stabilized and the effusion was minimized. The physician reversed the heparin and the procedure was ended following this. The patient was awake and doing well in the hospital the next day.